Event description:
Per the customer, after re-spinning the ziehm c-arm due to the surgical staff bumping the patient tracker during the case and causing accuracy problems, the local correlation for the preoperative l1 vertebrae from ct1 was unable to be merged with ct3. The q-guidance software would not allow ct1 to be merged with ct3 at this level, only allowing ct1 to be merged with the previous ct2. The q guidance software would allow merging of other local correlations to the new scan. Per the clinical specialist the procedure was aborted following other problems in the operating room. The procedure was completed successfully two days later with a different device.

Event description:
Per the customer, after re-spinning the ziehm c-arm due to the surgical staff bumping the patient tracker during the case and causing accuracy problems, the local correlation for the preoperative l1 vertebrae from ct1 was unable to be merged with ct3. The q-guidance software would not allow ct1 to be merged with ct3 at this level, only allowing ct1 to be merged with the previous ct2. The q guidance software would allow merging of other local correlations to the new scan. Per the clinical specialist the procedure was aborted following other problems in the operating room. The procedure was completed successfully two days later with a different device.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. Not all log files were submitted by the customer for evaluation.